Event description:
The manufacturer received information alleging eye irritation. Pounding in ears. Device has service required message related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 15, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging eye irritation, pounding in ears device has service required message related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information as received allleging allergies.